Event description:
It was reported that a spectrum infusion pump failed the downstream (distal) occlusion sensor test in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream (distal) occlusion sensor test" was not reproduced. Evaluation sent the device for downstream occlusion testing and it passed the testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.